Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message when tubing was inserted into the raceway. There was no error message when tubing was not in the raceway. This issue was discovered during priming. There was no patient involvement. A sorin group field service representative sent a loaner s5 roller pump to the customer and the received the complained device for analysis. The service representative replaced the motor control board and the motor end stage board and ran the pump under load with tubing. The service representative was unable to determine if the issue was resolved, as only a 24 volt power supply was being used. The pump was returned to sorin group (B)(4) for additional testing, where the issue was reproduced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message when tubing was inserted into the raceway. There was no error message when tubing was not in the raceway. This issue was discovered during priming. There was no patient involvement.